Event description:
It was reported that prior to implant, there was gray bar battery longevity and the use-before-date (ubd) was almost reached. The device was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).